Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was visually inspected and a loose blue pull ring cap was observed inside an unopened pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue (pull ring) cap of a minicap transfer set ¿fell off¿ from the tube. This was observed prior to installation. There was no patient injury or medical intervention associated with this event. No additional information is available.